Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, an episode of non sustained lead noise was observed. The feature was turned off. The patient will be monitored.